Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, brown particles in fill channel. Leak test and microscopic analysis was performed which identified: irremovable brown particles in fill channel assessed as particle leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: irremovable particles in fill channel assessed as particle leakage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.